Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Incident date (B)(6) 2011. Patient required a further procedure to remove retained sheath.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the provided product and lot code combination since its release to distribution. Per the surgical technique, the locking sleeve is to be extracted at the time of pin removal. The initial reporting states the contributory factor of the reported event was the theatre nursing staff were not trained on the new equipment. The root cause is attributed to user error. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.